Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately twelve (12) years and seven (7) months, was explanted due aortic insufficiency secondary to a "deformed" leaflet . The explanted device was replaced with a pericardial valve. Patient was hemodynamically stable. No adverse events reported following replacement.

Manufacturer narrative:
Deformed leaflet. Additional manufacturer narrative - the explanted device has not been returned to manufacturer; without receipt of the device the reported clinical observations cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.